Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the inner package of palacos did not open properly, although standard sterile technique/procedure was followed. The product was not used and it was reported that the surgery was completed with an alternative. There was no adverse affect to either the pt or surgery outcome. According to the reporter, the "peel off" layer of packaging for cement powder and liquid did not open normally. To avoid possible contamination, the nurse opened a different package without incident.